Event description:
The event is reported as: distal end of cannula is broken. Broken pieces were returned. Plastic tubing that is assembled into the cannula broke in a couple of pieces and has a section at the distal end that is bent from cannula due to breakage. Balloon material has a tear on one side. No injuries reported.

Manufacturer narrative:
Product has not yet been received by manufacturer for evaluation, therefore, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.